Event description:
The reporter stated that an er1 message had occurred as soon as he inserted his test strip into the meter. No symptoms were reported. A control solution test was within range (no numbers available). On follow-up, the reporter and lifescan rep performed a blood glucose test over the phone and an ER 1 never appeared. The rep told the reporter to make sure blood was applied to the pink square on the strip, and to insert strip into the meter within 2 minutes.